Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, failed volume test under infusing greater than 10%, which was experienced during evaluation. The device was tested with the following parameters: rate = 200ml/hr, vtbi = 50ml, delivery = 42.867ml (-14.266%). The pump was tested and found to be out of calibration with regard to flow rate, resulting in an experienced underinfusion during evaluation. The upper and lower valve travels were above specification. The device was calibrated. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump failed the volume test under infusing greater than 10%. It was also reported there was no patient involvement.